Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to recharge the scs system. Reportedly, stimulation was lost multiple months ago due to the ipg's inability to communicate with external devices. Troubleshooting with a replacement charging system did not provide resolution. As a result, surgical intervention was undertaken where the ipg was explanted and replaced with a new model. Postoperatively, effective therapy was restored.